Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance had slowly risen over the past year but was still within expected range and the device appeared to be functioning as programmed. No action was taken. The lead remains in use. No patient complications have been reported as a result of this event.